Event description:
It was stated that the customer attempted to bolus, but the insulin pump had a blank display. No alarms were given. Troubleshooting was performed, but the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint and lifted traces on a component. Unable to perform functional tests due to the blank display.